Event description:
A review of service data detected a reportable problem. During eval, battery charger/modem sn (B)(4) was unable to power up. The last pt to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon eval the battery charger/modem was unable to power up. The cause for the power-up failure was isolated to extensive contamination within the charger. The root cause of the contamination could not be positively identified but was likely ingress of an unk foreign material. The reported problem (damaged cable or wires exposed) has not been able to be confirmed. No adverse event resulted from the defective battery charge/modem. The last pt to use this battery charger/modem did not report any problems.